Event description:
While attempting to change ventilator settings on the evita ventilator, the ventilator sent in op. An attempt was made to change the ventilator to assist control to simv. The tidal volume was set to deliver 700cc it only gave 150-200cc. The vent then shut itself off. It had to be manually turned back on. It happened a second time. The vent was replaced while the pt was manually ventilated.